Manufacturer narrative:
There is no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Through follow-up communication with the customer, livanova (B)(4) learned that the devices have been regularly cleaned according to the instructions for use (IFU). The customer stated that the device is placed inside the operation room during use approximately 3 meters from the patient with the exhaust fan directed away from the surgical field. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was found to be contaminated with mycobacterium (10cfu/100ml) during maintenance. There is no known patient involvement.

Manufacturer narrative:
Livanova (B)(4) did not receive the requested lab test results. Livanova (B)(4) identified a previous case concerning contamination of the heater cooler system 3t claimed in this report. Such previous case is captured in a different complaint. In regards of the previous case, the heater cooler system 3t was sent to undergo the deep disinfection procedure and was released with final result 0 cfu / ml by lab report dated february 16, 2017. Corrective actions are in progress for this issue.